Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: while a temporal relationship between pd therapy via the liberty select cycler/liberty cycler set exists; there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Based on the available information the source of the patient¿s peritonitis cannot be determined. Peritonitis is a well-documented complication known to occur in pd therapy. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported had to cancel treatment to go to the hospital. Upon follow up, the pdrn stated the patient was not hospitalized, however the patient was diagnosed with peritonitis (signs and symptoms were cloudy effluent) and abdominal pain. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were showed no growth. The patient was prescribed and treated with an course of gentamicin. The patient recovered and continues pd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.